Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak occurred during their treatment. Prior to discovering the fluid leak, multiple m31 air detected in cassette alarms had occurred. It was reported that the alarm was occurring during fill 1 of 3. After failing to bypass the alarm, the treatment was discontinued. When the cycler door was opened to remove the cycler set, fluid was observed leaking out. The patient stated there was a visible tear found on the cassette. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient did not complete their treatment. It was confirmed the patient was trained to perform manual pd therapy, as well as stat drains. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. Upon follow up, the patient confirmed they had informed their pd nurse of the fluid leak and subsequent cycler replacement. They confirmed their replacement cycler was received and the old cycler was returned to the manufacturer for physical evaluation. The patient was continuing to perform their pd therapy on the replacement with no further issues. The cycler set was not available to be returned for evaluation as it was reportedly discarded.